Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that co2 will not activate after pm. The customer reported that there was no adverse impact.

Event description:
The customer reported that co2 will not activate after pm. It was reported that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported.